Manufacturer narrative:
Mml# (B)(4). Other device explanted model: 8145. Description: reactiv8 implantable stimulation lead. Serial numbers: (B)(6) UDI #s: (B)(4).

Event description:
It was reported that the staph infection had returned after relocating the ipg pocket site, performing a washout procedure, and 6 weeks of antibiotic treatment (oral and intravenous)- reference MFR report number: 3021520203-2026-00010. There was no report of patient harm or injury. The ipg and leads were removed without complications. The patient reportedly achieved good results with reactiv8 therapy, and the device is functioning as intended. Due to the nature of the event, the hospital retained the explanted ipg and leads. Therefore, no device analysis can be performed. The device history records for the ipg and leads were reviewed. No relevant nonconformances were found.